Event description:
It was reported that the user performed an improper supply change without rewinding the pump, inserted a new cartridge and infusion set while connected to their body, and subsequently observed incorrect cartridge volume display and lack of priming drops, consistent with an infusion set and cartridge handling error and failure to rewind while connected. No reported symptoms, however, there was concern for potential hypoglycemia risk. This was addressed prophylactically with glucose tablets, while blood glucose readings remained in range by fingerstick. Outcomes included no injury, no medical intervention beyond self-treatment with oral glucose, and no hospitalization. Investigation included customer service troubleshooting and education, device rewind attempts, cartridge inspection, and user decision to seek additional training with a trainer. Investigation of this case revealed user technique error leading to an empty cartridge post-rewind and inability to confirm proper priming. It was concluded that the event was attributable to user handling error, with no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.